Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: did the device cut the tissue? Regarding your question, the tissue was cut and there was a huge hole that we were able to inspect on the specimen side. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the last firing without reinforcement the tissue was 'slipping' within the device therefore the inner row of staples didn't deploy. A new reload with reinforcement was used to staple over the staple line thus completing the case with no patient consequences.